Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was currently hospitalized due to non-insulin pump related issues. Customer did not have high or low blood glucose levels during hospitalization. The caller reported that the insulin pump's back button was difficult to press. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.